Event description:
During a follow-up conversation with the home pt's nurse regarding a system error 2240 which occurred in june 2004, the nurse stated that the home pt was currently being treated for peritonitis. Reportedly, the home pt presented to the clinic with abdominal pain. Effluent cultures were taken at that time, however, the sample was lost and no results are available. The home pt was treated in 2004 with an initial dose of gentamicin 60mg, intraperitoneally (ip), and ancef 1g, 1p, once daily for 21 days. The home pt continued with the gentamicin 30mp, ip, once daily for 20 days. The home pt's nurse reported no known origin for the diagnosed peritonitis. Based on the absence of symptoms, the home pt's nurse has concluded that the home pt has fully recovered from the infection.